Manufacturer narrative:
Additional information provided noted that this lead was replaced and was discarded at the hospital. No further information is available at this time. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that high out of range shocking impedances were seen on this df- superior vena cava lead. An x-ray was done showed some damage on the lead. A boston scientific representative wanted to obtain examples of an x-ray of this particular lead as well as an x-ray appearance from technical services. A response from technical services provided explanation regarding the out of range shocking impedances as well as some explanation regarding the appearance of this type of lead. Technical services noted that due to the fact that this lead is a superior vena cava lead another right ventricular lead should be present, thus it is possible that out of range shocking impedances could be an issue with the 497-19 or the right ventricular lead coil (competitor lead). At this time this lead, 497-19 remains implanted. A revision has been scheduled and no further patient effects were reported. The serial number of this lead was (B)(4).